Manufacturer narrative:
An event of decrease in blood pressure, aortic insufficiency, dyspnea, cardiac arrest, thrombus and patient death was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. However, field indicated that the cause of death was cardiogenic shock, therapy resistant.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This event is being conservatively reported as a death report on the 2nd - 29mm navitor valve(s/n (B)(4)) adverse patient event started with a non-abbott device prior to the attempt to implant the navitor valve. It was reported that on (B)(6) 2023, a 29mm navitor valve (s/n (B)(4)) was selected for implant. During pre balloon aortic valvuloplasty (bav) made with 20mm non- abbott balloon, there was a rapid decrease of blood pressure. An angiography was performed which showed mild-moderate aortic insufficiency (ai). A transthoracic echocardiogram (tte) showed the absence of pericardium effusion. Patient had dyspnea and cyanosis. A 29mm navitor valve was partially deployed (80%) in order to reduce the ai. The position of the valve was quite low in the ventricle but the ai was actually reduced. The physicians decided to leave the navitor valve undeployed in this position. The patient's blood pressure remained very low and after few minutes the patient went in sudden cardiac arrest (sca) and the advanced cardiac life support (acls) started. Physicians and cardiac surgeon decided to start the extracorporeal membrane oxygenation (ECMO) which did not work adequately after a few minutes. During the ECMO catheter insertion the navitor valve was completely re-sheathed and positioned in ascending aorta waiting to be completely released in a few seconds. The ECMO catheter insertion required time and it was decided to exchange the navitor valve with a new 29mm navitor valve(s/n (B)(4)). The navitor valve was deployed in a correct position with a residual mild ai, which was thought to be related to the ECMO laminar flow. A coronarography was done which showed a circumflex artery occlusion, which was treated with a thrombus aspiration, angioplasty and stent with complete resolution of the circumflex artery occlusion and arterial patency. A transesophageal echocardiogram (tee) showed dilatation of both right atrium and ventricle and a thrombus in superior vena cava (svc) that partially occluded the ECMO catheter. A phlebography confirmed a thrombus in svc and partial catheter occlusion. An interventional radiologist tried a thrombus aspiration with a non-abbott device with partial result. After more than 1 hour of acls without return of spontaneous circulation, it was reported that the patient passed away the same day. The cause of death was cardiogenic shock, therapy resistant.